Manufacturer narrative:
This product, represented is distributed outside the united states, but is similar to us distributed stent delivery system.

Event description:
During attempted stenting of severely calcified common iliac artery, difficulty was experienced during attempts to cross the lesion with the sds. The sds was withdrawn from the patient, and the target lesion was predilated with a 4mm cordis pta balloon (there was no information as to the level of success of the predilatation). This same sds was re-inserted and advanced to the lesion, but still could not cross the 90% stenosis. Therefore, the physician decided to withdraw the stent delivery system. When the sds was withdrawn from the patient, the stent dislodged from the stent delivery system, as it caught on the edge of the sheath introducer. The dislodged stent was removed by cut down of the vessel about 3-5 cm from the sheath. There was no report of any further adverse consequences to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.